Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the auxiliary water supply channel was clogged with foreign matter. The foreign material is likely a chemical residue. There have been no reports of deformation or damage to the secondary water supply channel. The user checked the air supply, water supply, and suction functions before the case. The event can be detected/prevented by following the instructions for use which state: 1) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 2) "flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only)" olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of air/water leakage issue from the distal end found during reprocessing. The procedure immediately prior to the reprocessing was a varicose vein litigation which was completed with the same device and with no delay or issues. The device was tested for insufflation and aspiration before the next procedure and the reported issue was observed. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that the auxiliary water channel was clogged with foreign material. The foreign material could not be removed even with the correct reprocessing method. This medwatch is being submitted for the reportable issue of foreign material found in the device during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that the auxiliary water channel was clogged with foreign material. The foreign material could not be removed even with the correct reprocessing method. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for the device evaluation. The device return date and the device manufacture date is available. This supplemental report is being submitted to provide this information. The nozzle was clogged by material that could not be identified, especially since the material could not be removed from the device. It is possible the material is a chemical residue due to reprocessing process. There was no water output due to the clogging. The auxiliary water channel from universal cord and the auxiliary water channel port from connector were free of residues. Other observations for the device: leakage due to distal end rubber coating (a-rubber) detachment; distal end cover (c-cover) has a dent and insulation out of range; light guide lens has a chip; connecting tube is wrinkled; play of knobs and reduced angulation due to bending tube wear and tear; scope cover is cracked; and plug unit is corroded due to presence of humidity. The device was previously repaired in march 2022. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.